Event description:
Caller states that he tested on the same device with ten minutes with the following results: 585mg/dl, 205mg/dl. No adverse event reported. No treatment received. Comparison was taken using 2 different vial of strips. No quality controls were used. Requested return of suspect device and replacement was sent.